Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, near the end of the procedure, the tubing started to leak. It did not impact the case. This occurred when they adjusted the pump settings by increasing to the highest setting. The site did not need to open another kit. The procedure was completed and there was no reported impact to patient outcome. There was no reported surgical delay.